Event description:
Rep explained that the microsensor stopped working and the icp monitor gave a message "no transducer detected". Customer disconnected and reconnected the device. The hospital tried different cables and tried different icp express boxes. However, the device continued to receive this message. As a result, the device was explanted.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.